Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was observed on an unspecified date, "about a month ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿there was little iodine" and "the sponge looked very light in color¿. This was observed before use of the caps for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.